Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level displayed as "high" and diabetic ketoacidosis; however, specific value was not provided. The customer could not provide additional details regarding the hospitalization. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.